Event description:
It was reported the colonovideoscope was removed from the storage cabinet, and the auxiliary port was wet on the scope connector. The issue was found during setup. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.